Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous left internal carotid artery. The emboshield nav6 device was in place distal to the lesion. Two non-abbott stents were deployed successfully for treatment of the lesion. During retraction of the filter resistance was felt which resulted in the bare wire tip and the filter separating. A non-abbott retrieval device was advanced in an attempt to retrieve the filter; however, this did not work. A snare device was advanced in an attempt to capture the separated bare wire tip and filter; however, this also did not work. The patient was sent for surgical cutdown of the carotid artery to retrieve the separated pieces; however, the retrieval attempt failed. The separated bare wire tip and the filter remain in the patient. The patient is being monitored. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it is being retained by the account. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.